Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. Prior to the procedure, the patient was known to have severe bullous-para septal emphysema. The target nodule was 2.2 x 1 centimeters (cm) in size and located in the right upper lobe 2.1 cm from the pleura and 4 millimeters from a surrounding bleb. The procedure was completed as planned with no delays. Upon waking from general anesthesia, the patient complained of chest discomfort, and a chest x-ray was performed. A small to moderate-sized pneumothorax was identified, and a chest tube was placed to resolve it. The patient was admitted for 4 days, then the chest tube was removed, and the patient was discharged home. The physician reported that the pneumothorax was procedure-related and an anticipated complication of the procedure due to the patient's underlying comorbid condition. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.